Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 100 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from one touch ultra meter to trueresult meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 96 mg/dl using one touch ultra meter and 55 mg/dl using trueresult meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 129 mg/dl and 137 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 100 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from one touch ultra meter to trueresult meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 96 mg/dl using one touch ultra meter and 55 mg/dl using trueresult meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 129 mg/dl and 137 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.